Manufacturer narrative:
The device was received not deployed. Download data from the device showed that the first priming sequence ended prematurely due to a rotational sensor error, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. Rotational sensor errors were not replicated in the rerun data. The needle mechanism deployed normally during the rerun. Inspection of the rotational sensor assembly found debris on the commutator cap that covered across the lines of contact between the commutator cap and rotational sensor springs. Since no rotational sensor errors were replicated in the rerun, it could not be determined if this debris contributed to the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle never deployed the cannula into the skin while wearing the pod for less than an hour. The patient did not provide any blood glucose values. As treatment the patient replaced the pod.